Event description:
It was reported by a vns pt that her device had not been working for 2 years. The pt presently was looking for a new neurologist to program her device on as her device was off and the current treating neurologist did not want to program the device on unless the pt had an increase in seizures. At the moment it is unk what was meant by "not working" as good faith attempts to obtain additional info from the pt's treating neurologist have been unsuccessful to date. A search performed on the manufacturer's programming history database indicated that the last known system diagnostics were from (B)(6) 2007 and were ok/ok/2/no.